Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's therapy is turning off by itself. Patient states that last month his implantable neurostimulator (ins) turned off twice and he was able to turn the stim back on. Patient said he doesn't think the device turned off because it was really low. Troubleshooting involved having patient starting a charging session. The patient reported seeing the ins recharging status screen with the stim off icon. Patient said the first 1/4 of the battery was flashing. The patient reported that they normally charge every day because he was out of town he did not charge and when he went out of town the ins was at 1/4. Patient reported he charged 40 minutes last night. It was further reported that at the end of the call the patient was charging the ins and had good coupling and it was reviewed to the patient that he will have to charge to 1/4 full before he turns the stim back on with the patient programmer. As well, it was reported that the patient was trying to charge the device but it shows a lightning bolt. No symptoms report ed. No further complications were reported or anticipated.